Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent a ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the prior mesh was found to not be adherent to the abdominal wall and was excised to the hernia sac. It was reported that the patient underwent it was reported that the patient experienced severe pain, adhesions, scarring, disfigurement, nausea, chills, inflammation, loss of appetite, weight loss, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/20/2021.